Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's lcd screen was blank. No evaluation of the device was done by the manufacturer. The device was returned to the customer unrepaired as per the customer's request.